Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, the pacemaker demonstrated loss of ventricular sensing. No intervention was performed, and the patient will continue to be monitored. The patient was stable.